Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 was working intermittently. The hemopro 2 extension cable was switched out and it still did not work properly. The hemopro 2 adaptor was switched out and the device worked properly. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that only the cable adapter was returned. The returned cable adapter was tested with a reference hemopro 2, power supply, and extension cable. The cable adapter passed the pre-cautery test; the reference devices produced steam and heat during several activations. Based upon the evaluation results, the reported complaint could not be confirmed. (B)(4).